Manufacturer narrative:
H6: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Customer reports that the device delaminated during a laparoscopic hernia repair. The device was removed and replaced. No adverse pt consequences were reported.